Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported, pain and rupture. Diagnosed via mammogram and ultrasound. This relates to left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted.

Event description:
Patient's relative reported pain and rupture diagnosed via mammogram and ultrasound. This relates to left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture and silicone migration: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing orientation dot of shell through microscopic inspection assessed as inconclusive . No further actions are required as it is not related to the manufacturing process. ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.